Event description:
A vague report of overinfusion was received associated with the use of a flo-gard volumetric infusion pump. Reportedly, the pump was set to infuse 1000mls of lactated ringers at a rate of 20ml/hr. According to the report, approximately five hrs later the clinician found that 800 mls had infused. Reportedly, therapy was continued with same device and volume to be infused was re-set to the remaining 200mls in the bag and according to report, about two hrs later, the bag was found to be empty. No add'l clinical details were able to be obtained. According to the clinician there was no pt injury associated with this report.